Event description:
A review of service data detected a reportable event. During servicing, monitor (B)(4) would not power up. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon inspection, the monitor would not power on. Pins 8 and 10 on the j502 component of the computer/analog board were shorted together by corrosion. Pin 10 connects the power supply used to power the digital signal processor. Therefore, the dsp would not power up due to the voltage drop in the power supply. No adverse event resulted from the corrosion. The last patient to use this monitor did not experience any problems with it.